Event description:
It was reported that, this pacemaker was found to be operating in safety mode. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.